Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material is drug-derived (silicic acid, organic silicone). It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. It was confirmed that there was no physical damage or deformation at the foreign material site.it was confirmed that reprocessing was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] (a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported that the subject device was cleaned, disinfected and sterilized prior to being returned to olympus for evaluation. There was no delay in the start of precleaning. The customer did not flush the air/water nozzle with water/air. There were no abnormalities in the accessories used for reprocessing. The customer did not presoak the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloths, brushes/sponges. The customer did not flush the air/water nozzle/channel with the detergent. During reprocessing, the air/water cleaning adapter was not used. The device was evaluated and the customer's allegation could not be confirmed. In addition to what was already reported in b5, there was no image due to a damaged charged coupled device (ccd), the bending section cover adhesive was chipped, cracked and had a white clouded area, and the adhesives around the object and light guide lenses both had white-clouded areas. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, error code e204 (out of focus error) was occurring occasionally. During inspection and testing of the returned device, the nozzle was found to be clogged, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, refer to b5 and d10.

Event description:
Additional information was obtained regarding this event. The failure occurred during pre-use inspection for an unknown diagnostic procedure. There was no delay in the procedure and was completed using a similar device.